Manufacturer narrative:
(B)(6). The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface® guiding sheath with multipurpose curve and the hemostatic valve broke. It was reported that at the end of the procedure when removing the catheter from the preface sheath, the hemostatic valve of the sheath was disassembled. The procedure was completed without patient's consequence. The issue of the hemostatic valve separating has been assessed as an MDR reportable malfunction.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface® guiding sheath with multipurpose curve and the hemostatic valve broke. It was reported that at the end of the procedure when removing the catheter from the preface sheath, the hemostatic valve of the sheath was disassembled. The procedure was completed without patient's consequence. The product was reported discarded; however, a photo was received by the customer. It was observed that the hemostatic valve was separated into two pieces and it was detached from the sheath. There were no other anomalies observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The photo analysis has been completed. The customer complaint was confirmed, as it could be seen in the photo that the hemostatic valve was separated from the sheath. However, it cannot be determined if it is a manufacturing related issue without the device available for analysis. Manufacturer's reference # (B)(4).